Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm fenestrated bipolar forceps to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the proximal end near the roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that an 8mm fenestrated bipolar forceps instrument was not energizing. There was no reported injury.